Event description:
It was reported that a male patient, who had an initial right anatomic shoulder with caged glenoid and stemless humeral components implanted in (B)(6) of 2021, underwent a revision procedure on an unknown date. The central cage appeared to have separated from the caged glenoid. The surgeon revised to a hybrid reverse shoulder. Competitor¿s products were used. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not available for return. The facility held the product. No device images were provided. No further information.

Manufacturer narrative:
D10: concomitants: (B)(6); 300-30-06 - equinoxe preserve stem 6mm. (B)(6); 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6); 320-15-05 - eq rev locking screw. (B)(6); 320-20-00 - eq reverse torque defining screw kit. (B)(6); 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6); 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6); 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6); 320-32-36 - expanded glenosphere, 36mm, for small reverse. (B)(6); 320-36-00 - 145-deg pe 36mm hum liner +0. (B)(6); 321-20-00 - equinoxe reverse shoulder drill kit. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, h4, h6 MDR section codes updated/corrected: b, c, d, g the revision reported was likely the result of detachment of the center cage from the polyethylene glenoid body. This may have been due to incomplete seating of the implant and/or off-axis drilling of the peg holes during implantation leading to a rocking horse effect. However, this cannot be confirmed as the devices were not returned for evaluation and no images of the revised component was provided. Potential contributions of patient or user-related issues to the event cannot be determined from the reported information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.